Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps did not close completely so when the physician pulled back, the tissue tore and some bleeding occurred. The bleed was stopped with a hemostatic clip and the procedure was completed with this radial jaw 4 large capacity device. The patient's condition at the conclusion of the procedure was reported to be fine. Additionally, the patient was released the same day.

Manufacturer narrative:
(B)(4): the complainant was unable to indicate the suspect device batch number, but reported that it was one of the following: batch# 14497022 - expiration date 07/20/2014 - manufactured date 07/23/2011. Batch# 14446869 - expiration date 06/22/2014 - manufactured date 06/28/2011. Batch# 14532949 - expiration date 07/26/2014 - manufactured date 07/29/2011. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).